Manufacturer narrative:
Siemens has requested further information and instrument files for investigation. However, the customer has not responded. At this time no further investigation is possible. The cause of this event is unknown.

Event description:
Customer is alleging a discrepant high glucose on one patient compared to retesting of a different sample on a glucometer and another unknown instrument. The customer stated that the patient is not diabetic. There is no report of injury due to this event.